Event description:
Description of event according to initial reporter: when the physicians went to deploy the filter, the resident that was doing it instead of pin and pulling, pushed the device forward and then pulled it back which caused the secondary structure of the filter to engage and expand when they released the filter. It caused the filter to tilt significantly. Then physicians had to go in and retrieve the filter and use a filter from another manufacturer. Patient outcome: the complainant did not report any adverse effects to the patient due to this occurrence.